Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. As received, the front response button cover was missing and the front response button switch was contaminated. The cause of the non-functional response buttons is the contamination. The cause of the contamination is the exposed switch. The root cause of exposed switch is physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the response buttons on a patient's monitor were not activating the device.